Event description:
It was reported to medtronic neurosurgery in a user facility medwatch, report number (B)(4), that the pt is pre-adolescent with a history of spina bifida status post myelomeningocele closure and shunted hydrocephalus. She was recently seen in the spina bifida clinic in (B)(6) 2012 with symptoms of shunt malfunction. She was taken to surgery that evening and the distal shunt revision was performed for a broken catheter over her ribcage. The CT of her head that was completed the following day revealed that the ventricular catheter had disconnected from the base. She therefore underwent a proximal shunt revision with replacement of ventricular catheter.

Manufacturer narrative:
The device was not returned. Therefore, an evaluation of the device performance was not possible. A review of the mfg records showed no anomalies. On 02/12/2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.